Event description:
The customer reported a "cloud" above their unit. The asp field service engineer found that the unit was discharging an oil mist. Attempted to contact the customer regarding potential physical complaints related to the oil mist. The customer was not available. The asp field service engineer repaired the unit.